Event description:
It was reported the balloon material separated from the distal end of the catheter shaft but did not detach during a peripheral angioplasty procedure. Resistance was encountered during withdrawal of the balloon catheter through the sheath; hnowever, the device was removed intact. Another balloon catheter was used to successfully complete the procedure. There were no pt complications involved. No further details regarding the circumstances surrounding this event are available. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed a circumferential tear all the way around the distal bond. A 1cm longitudinal tear was noted beginning at the distal tip of the distal bond. The distal bond was not attached to the shaft; however, adhesive was noted. It was indicated resistance was encountered during withdrawal of the catheter through the sheath. However, without further details the co is unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."